Event description:
The customer reported the system locked up several times during the case. It had all lights lit on the mainframe and all blocks. The system was rebooted and case continued. Also the collimator closed all the way down and the system did not save images. There was no pt injury involved with this case.

Manufacturer narrative:
The service rep checked voltage on ffb and found that 5vdc low and adjusted to 5.15vdc. Reloaded software and verified system operation. During system check, system was booting with collimator leaves all the way closed and no virtual collimation lines. Found loose pin on the ffb backplane connector. Reseated and verified operation. System operational at this time. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07042. That number had already been submitted for model 9800, submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.